Event description:
Event description boston scientific received an allegation that the ventricular rate/sense portion of the defibrillation lead and the atrial transvenous lead were reversed in the header at implant. There was concern if the device would sense and detect appropriately. The patient and family as well as the physician were upset with this situation.